Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's doctors tried a stimulator on the patient's nerves to shock the nerves from being in pain. The patient stated that the device did not help but she did not remember the name of the machine as it was 6-7 years ago. The patient reported that it did not stay where it was supposed to and it would either go up or down and not stay in place. The patient said it shocked her heart and her legs. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.